Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation yet. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That two screws broke bilaterally approximately 8 months post -operatively. Surgery took place (B)(6) 2018. Patient was revised (B)(6) 2018. ( related to 3004774118-00152).

Event description:
On (B)(6) 2015 it was reported to k2m, inc. That two screws broke bilaterally approximately 8 months post-operatively. Surgery took place (B)(6) 2018. Patient was revised (B)(6) 2018 (related to 3004774118-00152).

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation was completed as the lot number has been identified/confirmed in this case. Since the screw was not available for evaluation, , no physical, chemical evaluation could be performed. X-rays showed that the screws appeared to be a little proud off of the body, which may have allowed for the cantilever forces to compound at the event site.